Event description:
It was reported that during an implant attempt, two right ventricular (rv) leads had low impedance measurements and were noted to be fractured. Another lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all insulators were breached cut, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were distorted, all insulators were breached cut, and the lead was damaged at implant.